Manufacturer narrative:
Concomitant product: product ID: 6949-65, lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right atrial (ra) lead had unstable and increasing thresholds. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.